Manufacturer narrative:
Evaluation summary for event history: all previous history prior to four days after event date in 2007 had been lost. The pump's batter screen shows there is 1 discharge below alarm threshold and 0 charge / discharge cycle. The battery screen will reset after power loss, the battery charge / discharge cycles and discharges below alarm threshold will reset to zero after power loss) were noted, but because the true state of the batteries is unknown, no conclusion can be made at this time. A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The co sales representative indicated that a sicu (surgical intensive care unit) nurse I reported a triple channel colleague infusion pump that had battery failure during patient use. The pump had been charged all night and all day. Ten minutes after being unplugged and while in the elevator, the pumps reportedly failed. The nurse noted a drop in blood pressure, and administered a bolus of 2cc of neosynephrine to restore the blood pressure. This is the second pump of three pumps in use at the time of the event which failed. The patient was admitted in 2007 with a diagnosis of acute myocardial infarct, diabetes mellitus, and hypertension. The patient was on a ventilator, intra aortic balloon pump and receiving multiple critical medications including: levophed 32 mcg/50 ml, neosynephrine 40mg/50 ml, amiodarone (dose unknown), heparin 1200 u/hr, propofol 40mcg/kg/min, insulin 3 u/hr and fentanyl 75 mcg/hr. Medications were infusing via a peripheral intravenous (piv) access. It is unknown what tubing set was being used at the time of the event. The patient's vital signs prior to the event: blood pressure 115/65 (iabp 112/59), pulse - 103, respirations - 16. During: iabp 50/0 on balloon pump. Post: 150/? (Per nurse). At 1700, blood pressure 187/71 (iabp 187/56 1:1). At 1800, blood pressure 118/68 (iabp 95/51 1:1). The patient's status was critical, but stable following the event. The patient's outcome was good.